Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the instrument fired two clips with one firing. The first clip was formed properly, while the second one got stuck in the jaws. They removed the clip. After that, the firing of the instrument was very hard and they had a feeling they were going to break it. Another like device was used to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Ratchet pawl. The analysis results found that the el5ml device was returned in good condition; upon visual inspection, two clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed four conforming clips. In addition the anti-backup and lockout mechanisms were found to be non-functional. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged; this condition led to the malfunction of the anti-backup and lockout features. No conclusion could be reached as to what may have caused this damage. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming.